Manufacturer narrative:
During the review of the two data files provided by the customer, thermo fisher scientific confirmed three (3) false positive results out of (B)(6) samples. The false positive results were attributed to the presence of air bubbles in three reaction wells (a1, a5 and b5), which resulted in non-specific amplification that crossed the threshold during thermocycling in pcr. Thermo fisher scientified advised the customer to review their data files for the presence of air bubbles in the reaction wells to help prevent recurrence of this issue.

Manufacturer narrative:
Customer has been unresponsive to multiple requests for software data files to complete our investigation. No root cause could be determined. Thermo fisher scientific will provide additional information, including any false results identified during data file review, via a follow-up MDR..

Event description:
On (B)(6) 2021 thermo fisher scientific was notified of suspected false positive results by the customer while running the ruo labeled taqpath¿ covid19 combo kit, while using ruo workflow and ruo hardware/components. Subsequent analysis on another platnform showed these results to be negative. The customer did not report any serious injuries or death. Thermo fisher was not able to confirm whether or not the false results were reported to the physician and/or patient.